Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the device was inspected prior to use and no pre-dilation was performed. The valve was implanted into the native annulus using a confida guidewire. Training guidancefor slow deployment of the valve was followed. After the valve was deployed and while retracting the delivery catheter system (dcs), the nose cone interacted with the inflow of the valve causing the valve to dislodge. Prior to slowly withdrawing the dcs, the nose cone was not centered within the frame inflow by slightly retracting the guidewire. The dcs was not twisted or torqued at any pointduring deployment. Aortogram showed significant aortic insufficiency (ai), which was not quantified by echocardiogram. A second valve was implanted to treat the ai. No procedural delay occurred. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: e volutfx-29, serial (B)(6) , ubd: 23-jan-2026, UDI (B)(4) . Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.